Event description:
The event occurred on an unspecified date and involved a 13 cm (5") appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿, rotating luer lock where it was reported the "parts seperated and fell off" resulting in bleed back. This causes an embolism risk and infection risk to the patient due to the lines attached to sit in the patient¿s heart. There was patient involvement and unknown harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. D4, g4: model number is not sold in the us but similar device is sold under model 011-c3322. This product was used for the di and 501k. (B)(6).

Manufacturer narrative:
Investigation summary: a photo was provided showing the packaging information. There were no defects or anomalies noted. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history review was reviewed and no nonconformities were found that would have led to the reported complaint.